Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the percutaneous coronary intervention on (B)(6) 2010, occurred in the proximal circumflex - first obtuse marginal artery.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
A facility representative contacted baxter to report a colleague infusion pump that had failure code 810:11 that occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There was patient involvement. The event occurred in ob obstetrics. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: the user interface module master software version is 6.13.90, categorized as remediated. Baxter has conducted a service history review which revealed that the device has been serviced previously for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.